Manufacturer narrative:
(B)(4) - the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Sample analysis was not possible since the involved sample was not available at the plant for evaluation. A photo was received which shows that the roller came off the rails. The customer reported issue was confirmed, however no assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed finding that no exception/non-conformance reports were documented for this lot.

Event description:
It was reported that the roller on the clamp came off the rails on an admin set. For lbl. Bld. Derivw ll (code (B)(4), lot 11a21v137) while it was attached to the patient. One patient was involved but no injury was incurred. One unit was impacted. No sample is available for evaluation.